Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative found that the logs showed a loss of 96v after the lift/shift feature was cycled. A replacement power conversion board was then shipped to the medtronic representative. The representative then replaced the conversion board, upgraded the software of the operating system and performed 3d calibration and verification. The imaging system then passed the system checkout and was found to be fully functional. The suspect power conversion board has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system was losing voltage within the power conversion enclosure. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect power conversion enclosure was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.